Event description:
Patient was referred for a prophylactic battery replacement. Battery status was last reported to be at 25-50%. It was later reported by the patient they were experiencing an increase in seizures. Patient had a generator replacement occur. Per hospital policy, the explanted generator was discarded. No additional relevant information has been received to date.